Event description:
It has been reported to us that during the procedure, the guiding catheter became stuck and caused a dissection. The physician performed a successful procedure using an aspiration catheter. When the guide catheter was pulled back from the aspiration catheter, it got stuck and caused a dissection. The dissection was repaired with stenting.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. A review of the device history record can not be done due to lot number unk. Device discarded - not returned for evaluation.